Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a device that was received in bvvi mode. Device image analysis indicated average monthly voltage and current trends were normal. A false eri was triggered due to device functioning at high output mode. The device was cut open and a new battery was installed. Product code was reloaded to recover the device from bvvi mode and to perform further testing. Output and sensitivity tests were performed and indicated that device exhibited normal device characteristics. The backup condition is consistent with code corruption but the cause of code corruption could not be determined. As a result of this finding, abbott is performing further investigation. Longevity assessment could not be performed as the explant date was unknown.

Event description:
This report is to advise of an event observed during analysis.